Event description:
It was reported that the patient woke up with a rapid heart rate and was then inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).